Event description:
On april 19, the patient said that moisture was leaking out of the butterfly-shaped rubber bumper on the side of the pump. The patient states, the pump was leaking for a couple of weeks. The patient discontinued pump therapy per his doctor because, he reportedly had high blood glucose levels for two days. He states that his blood glucose level was elevated to 514 mg/dl, went to his doctor's office and was given a correction dose with an injection of insulin. The patient is currently on a backup plan of insulin injections to manage his diabetes. The patient states he felt drowsy and out of it and had increased thirst and urination when his blood glucose levels were high. He says, he is not sure why his blood glucose levels were high and wonders if the moisture leaking out of the pump was a reason. The patient denied any changes in diet and states he lost a little weight but not much. He denied changes in activity or stress levels, any illnesses or medication changes. The patient denied any issues with the rewind, load, and prime steps and denies any alarms or other issues with the pump. The patient's mother had the pump refused further troubleshooting. She said there was no issue with the pump's time or date. Animas attempted to contact the user to troubleshoot later but was not able to reach the user. The patient denied any leaks at skin sites. This complaint is being reported because, the patient alleged there was moisture leaking out of the pump and the patient suffered symptoms indicative of hyperglycemia.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection revealed that the battery compartment is cracked. A leak test was performed, and a battery compartment leak was observed. There was no damage found to the cartridge compartment, and no other moisture was found inside the pump. A review of the total daily dose history from (B)(6) 2012 to the end of pump use on (B)(6) 2012 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. There were no alarms or conditions indicating a malfunction observed in the alarm history or black box. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.